Manufacturer narrative:
(B)(4). The customer returned an opened cvc set kit with multiple components. The spring wire guide (swg) and introducer needle were used for this investigation. The swg was still inside of the introducer needle and both components displayed signs of use. A visual inspection of the introducer needle revealed no defects or anomalies. Visual examination of the swg revealed the guide wire is unraveled from the distal weld. The distal end of the core wire protruding was flat and was no longer in a j shape. The guide wire body also has multiple bends and stretched coils. Microscopic examination of the swg confirmed the inner core wire fractured off adjacent to the distal weld. The distal weld was present at the end of the unraveled coil wire and the proximal weld was still intact. Both the proximal and distal welds appeared full and spherical. The bend and kink in the guide wire were located approximately 19.2 and 31.6 cm away from the proximal end of the swg. The broken core wire measured 602 mm in length, which met specification; therefore no pieces appear to be missing. The outer diameter of the guide wire, the introducer needle cannula outer diameter, and the needle cannula inner diameter were measured and all were found to be within specification. (Con't) other remarks: a swg with an outer diameter of 0.847 mm from lab inventory passed through the returned needle from the hub to the tip without restriction. This indicates that a swg with an outer diameter of .805 mm would be able to pass through the needle as well. A manual tug test confirmed the proximal weld is intact. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) supplied with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld and there were multiple kinks in the swg body. No manufacturing defects were found during this investigation, and a lab inventory guide wire passed through the returned needle from the hub to the tip without restriction during functional testing. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports; the doctor was doing the procedure according to IFU. The swg (spring wire guide) was inserted into the patient's body using ars (syringe). Subsequently, the ars was attempted to be removed from the patient's body. However, the needle did not come out due to sgw. The doctor removed the ars from the patient's body with the swg trapped in the needle. The doctor then decided that the product would no longer be available to the patient. The procedure was completed using another device.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the device unraveled.

Event description:
The customer reports; the doctor was doing the procedure according to IFU. The swg (spring wire guide) was inserted into the patient's body using ars (syringe). Subsequently, the ars was attempted to be removed from the patient's body. However, the needle did not come out due to sgw. The doctor removed the ars from the patient's body with the swg trapped in the needle. The doctor then decided that the product would no longer be available to the patient. The procedure was completed using another device.